Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that al of the device instructional leds remain lit when the device is powered on. As a result, a user may not receive the necessary prompts to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. The customer provided heartsine with a video of the event which confirmed the reported issue. A root cause for the reported issue could not be determined. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that al of the device instructional leds remain lit when the device is powered on. As a result, a user may not receive the necessary prompts to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.